Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No unexpected battery power anomaly noted during test.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received unexpected power loss alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump experienced unexpected turn off and the issue has happened more than once. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device is expected to be returned for analysis.